Manufacturer narrative:
Physio-control further evaluated the removed power supply assembly but was unable to duplicate the reported failure. Physio did however replaced the user interface flex cable assembly in addition to the power pcb assembly and observed that plug connector p21 was damaged and that line b15 was open. The cause of the reported failure was an open line, designator b15 from the user interface flex cable assembly.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing and the device was returned to the customer for use.

Event description:
It was reported that the device would not power on with either ac or dc power. There was no patient use associated with the reported failure.